Event description:
It was reported that during an a-fib procedure, the loop of the lasso catheter was not anchored firmly in the soft tip. The lasso loop could not be manipulated when it was torquing. On (B)(6) 2012, the failure analysis lab received the catheter for evaluation. Visual inspection revealed that the electrode ring #10 had a white residue underneath (distal side), making this event reportable.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted once that the product analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the loop of the lasso catheter was not anchored firmly in the soft tip. The lasso loop could not be manipulated when it was torquing. When the catheter was received in the failure analysis lab, visual inspection revealed that the electrode ring #10 had a white residue underneath. This condition was not originally reported on the complaint. A ft-ir test was performed to in order to identify the type of foreign material, the results demonstrated that the particle is a styrene - polymer (abs) based material. It is unknown how the ring was damaged and the origin of the foreign material. During visual inspection the loop was not found detached from the shaft, no anomalies were noted. A deflection test was performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint could not be confirmed. For the damage ring/foreign particles, an internal corrective action was opened to address this issue.